Manufacturer narrative:
The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken reservoir tube lip and scratched reservoir tube window.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer's blood glucose level at the time of incident was over 40mg/dl. The customer states the device was cracked on two corners of the screen. The customer treated lows with tablets and gel. The customer was advised the pump would be replaced and returned for analysis.